Event description:
The customer reported obtaining a non-reproducible elevated access accutni+3 (troponin I) result for one (1) patient from the unicel dxi 800 portion of the unicel dxc 880i synchron access clinical system. The customer stated that the instrument generated a result of 0.059 ng/ml, above the normal reference range. The patient was admitted to the hospital based on this elevated result. A second sample was collected on the same day and generated a result within the normal reference range. On the following day, both samples were re-analyzed and both results were within the normal reference range. The patient was sent home on (B)(6) 2014. No further information regarding patient treatment is available. System check passed on (B)(6) 2014. Quality control was within specification. Analysis of customer archive data file did not highlight any issue. The sample was centrifuged at room temperature for six minutes at 3125 revolutions per minute (rpm). There were no reported issues related to preanalytical sample handling.

Manufacturer narrative:
There is no indication that the access accutni+3 reagent was returned to beckman coulter for analysis. System checks and quality control were within specifications. Analysis of customer archive data file did not highlight any issues. There were no reported issues related to pre-analytical sample handling. In conclusion, the cause of this event could not be determined. There is no evidence to reasonably suggest a malfunction occurred in conjunction with this event. The customer did not provide patient's weight information.